Event description:
It was reported that high lead impedance, decrease in r-waves and no capture were observed. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.